Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device does not had power, screen was black. User confirmed that station has been rebooted and power cable was securely connected but device failed to power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not power on. A field service engineer troubleshot the device and identified that drawer half height cubie 5.1 had failed, preventing the station from powering on. The drawer controller module was replaced to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.